Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 545 mg/dl. Customer was in emergency room as a result of high blood glucose level. Customer also reported that the alleging possible insulin pump under delivery. Customer provides details regarding symptoms of their high blood glucose episodes such as polyuria and polydipsia. The customer treated with the insulin shot of 15 units. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with performing the high pressure test and the test failed. However, customer was performed repeated high pressure test and the test passed. Customer also performed self test, the test done and passed as well as performed displacement test and the test done and passed. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.